Event description:
During a hemorrhoidal prolapse procedure, on the right side, the device fired but the staples got loose, that is they didn't close the tissue. The case was completed with a like device with no pt consequence.